Event description:
A malfunction code was reported, which required resetting the pump. However, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and advised them to resume normal use while instructing to call back if the issue reoccurs.